Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing pacing impedance and thresholds. It was also reported that when the lead was tested through the analyzer there was high impedance. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.